Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified as the cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the surgeon felt that he could not get adequate hemostasis with the device. There was no mention of excessive bleeding or the use of blood products. Another device was used to complete the procedure. There was no adverse consequence to the patient.